Manufacturer narrative:
Additional information the device was not returned; however, pictures were received of the cadd administration sets - flow stop. In both pictures it can be observed leak fleeing from the air vent of the filter. No testing could be performed because no samples were provided to perform a thorough investigation. Production personnel performs a 100% visual inspection in order to verify that the joins of the filter following below criteria, minimum tube engagement is to edge of filter, tube back out is not greater than 0.030", using 0.030" pin and delamination of 0.187" is acceptable, using td 0672 gage. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that the tubes following the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375"., for tube to component bonds and verify tubing bonds are bottomed out or within 0.030" of component stops. The filter should follow the below criteria: workmanship defect, proper housing welds, proper orientation and that the tests are properly performed.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking etoposide. Intended administration was 500 ml over a 24 hour period. That patient's shit was wet and the chemo droplets were leaking from a filter hole that was about the size of $1 (B)(6) coin suggesting a small leak. There were no reported adverse events.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking etoposide. Intended administration was 500 ml over a 24 hour period. That the patient's shirt was wet and the chemo droplets were leaking from a filter hole that was about the size of $1 singapore coin suggesting a small leak. There were no reported adverse events.